Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer experienced a blood glucose (bg) level over 240 mg/dl and trace amounts of ketones. A correction bolus was delivered via the pump without an additional occlusion alarm occurring. A system check was performed and the occlusion was found to be within the infusion tubing. Reportedly, the customer uses apidra insulin in their cartridge. Tandem technical support informed the customer that apidra was contraindicated for use with the pump. Reportedly, a cartridge and infusion set change were performed to address the occlusion alarm.